Event description:
The customer reported a revision surgery regarding a t2 tibia nail, reason for revision surgery unknown.

Manufacturer narrative:
Device is not accessible. If additional information becomes available, it will be provided in a supplemental report. Device remains in the patient.